Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-07597 addresses the advantage fit sling, manufacturer report #3005099803-2013-07228 addresses the pinnacle device. It was reported that a boston scientific advantage fit sling system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.